Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the unit auto-activated. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional: evaluation summary: one device was received for evaluation. The returned sample met specification as received by. The visual inspection found no notable conditions. The investigation found the device to function normally and within specifications. This unit does not meet the requirements for a manufacturing or service condition. If information is provided in the future, a supplemental report will be issued.